Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level went as high as 400 mg/dl. Customer experienced sensor issues and a lost sensor alarm. Troubleshooting for high blood glucose was performed. Customer was admitted into the hospital as a result of high blood glucose. Customer advised they had blood on their site but declined to troubleshoot for that issue. Customer changed out their entire set and reservoir and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected two opened/used sensors and performed bicarbonate buffer test. Both sensors passed with accurate readings.